Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/14/2022. Additional information has been requested however no response, further information is not available. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure delayed? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if the suture got broken or if the suture got separated from the needle? Please clarify - the suture got broken. Could you please clarify if the patient suffered from any sign or consequence due to the issue? Please provide more details. - unk. The op was prolonged. The following information was requested, but unavailable: did the needle fall into the patient? - unk. If yes, was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? - unk. What is the patient¿s current health status and condition? - unk. Was any other tissue damaged as a result of searching the needle? - unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure delayed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ectopic pregnancy procedure on (B)(6) 2022 and suture was used. During the surgery, suture was used to stop oozing. After suture, the needle was taken from the puncture sheath. After taking the needle, it was found that the suture was broken and no needle was found. The needle was found after a careful search. No needle was left in the abdominal cavity of the patient, through bedside fluoroscope. No adverse patient consequences were reported. Additional information was requested.